Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation and a loss of therapeutic effect. There was no known incident related to this issue. The pt was unable to adjust stimulation. The pt was redirected to her physician. Add'l info was requested.